Manufacturer narrative:
Section h6 "appropriate term / code not available": skin hypergranulation. Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the retention disc was loose, stoma leakage, and skin hypergranulation.